Manufacturer narrative:
Insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. Analysis was unable to perform displacement test and occlusion test due to missing retainer. The power management graph was in specification; however the power management graph indicated connector resistance issue. Multiple replace battery now alarms and replace battery alerts in the format history file due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing. Insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label and missing end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now. It was reported that customer was assisted with troubleshooting. Customer's blood glucose was 10.4mmol/l at the time of incident. It was reported that history showed that no low battery alert was received prior to replace battery now. It was also reported that the battery was new, the insulin pump was not dropped, and that there were no unattended alarms, and that the battery cap was not damaged. It was reported that this was the second occurrence of replace battery now without low battery warning. It was reported that the customer was advised that pump needed to be replaced. The insulin pump was returned for analysis.